Event description:
The customer reported that the stat wheel of the au680 clinical chemistry analyzer would occasionally not output results in a timely manner. The customer did not specify the number of patient samples involved with this event. The customer stated that the patient samples run on the stat wheel would remain in "dispensing" status and the au680 clinical chemistry analyzer would not generate any results. Erroneous results were not generated and there was no report of any change or affect to patient treatment in connection with this event.

Manufacturer narrative:
(B)(4). A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and confirmed the customer's report. The fse discovered that the analyzer would not output results for patient samples run on the stat wheel and stated that a reboot is required to correct the issue. Additional investigation performed by beckman coulter indicated that the issue is associated with a software problem. The instrument other than the stat wheel is operational and the customer was able to run calibrations and controls, and obtained passing results without any issues.